Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Per ¿the homechoice and homechoice pro apd systems patient at-home guide¿, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient (hp) experienced a breach in aseptic technique during set up on the homechoice (hc) device. The hp dropped the patient line on floor while connecting. The hp reported that a connection shield was used but fluid flowed from the patient line. The technical service representative (tsr) advised the hp to close all clamps and start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.